Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the reported constant downstream occlusion alarms. The downstream sensor current readings were found to be out of specification (high) causing the reported symptom. The pressure plate gap was also out of specification. The unit was reworked and to correct this condition and ensure proper occlusion detection.

Event description:
It was reported that a spectrum infusion pump had a constant false downstream occlusion. It was also reported that there was no pt injury.